Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient's wife stated that sensor wire remained left behind at insertion site. Patient's wife reported irritation at sensor patch adhesion site. Patient's wife removed transmitter prior to sensor patch removal against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.